Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported a metal piece on the battery cap came off. It was also reported blank display. No harm requiring medical intervention was reported. Troubleshooting was performed and advised to inspect the battery cap and found the corrosion. The customer will discontinue using the insulin pump and will not be returned for analysis.